Event description:
It was reported that the patient experienced pain, discomfort and could feel the deep brain stimulation (dbs) lead extensions pulling at the neck area. X-ray imaging taken revealed the lead extensions were bowstringing. The patient underwent a procedure where the existing dbs lead extensions were released and repositioned before completing the procedure. The patient did well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).